Event description:
The pt reportedly experienced soreness and redness at the implant site after additional magnets were added for retention. The patient's device had migrated and packing around implant site had dislodged. The patient's device was explanted due to extrusion, but the electrode array was left in place for future reimplant.